Manufacturer narrative:
The rv lead was surgically abandoned and cannot be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported. The root cause of the clinical observations was not confirmed. It was also reported that this patient actually lives in (B)(6) and travels to the united states once or twice a year for the device checks. Although remote monitoring is not established in this country, traveling patients are able to use their communicators in (B)(6). Therefore, the physician planned to enroll the patient in the remote monitoring system so the new device and lead can be monitored year-round.

Manufacturer narrative:
The rv lead was surgically abandoned and cannot be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported. The root cause of the clinical observations was not confirmed. It was also reported that this patient actually lives in (B)(6) and travels to the united states once or twice a year for the device checks. Although remote monitoring is not established in this country, traveling patients are able to use their communicators in (B)(6). Therefore, the physician planned to enroll the patient in the remote monitoring system so the new device and lead can be monitored year-round.